Event description:
User alleges that he took his chair to the dealer to have the fork stem bearings replaced on a ct7a wheelchair. The repair tech used a hammer to disassemble the forks and caused damage to the forks.